Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a door failure a defective controller board. A field service engineer replaced the door controller and the door latches on doors 1 and 2, configured it in the station application to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower door 4 had failed. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. There were no adverse events or injuries reported based on this event.